Event description:
The device was returned to zoll for an unrelated issue, and during testing by a zoll medical technican, the device failed to power on. There was no pt involvement in the reported malfunction.